Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material residue points were confirmed to be free from deformation. Additionally, the foreign material was unable to be identified and whether reprocessing was practiced in accordance with from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: instructions for gif-1200n, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject events. Instructions for gif-1200n, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject events. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope nozzle had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and evaluated, and in addition to the nozzle having foreign material, additional findings were as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of up, down knob was out of the standard value; bending section cover had a scratch; adhesive on bending section cover had white-clouded area; adhesive around light guide lens was peeled; connecting tube had a dent and scratch; scope connector was dirty due to water leakage; and universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. E1: (B)(6) hospital.